Event description:
When using the hoyer lift to transfer a pt, the upper left strap came off cradle, and the pt fell to the floor (her upper body landed on the floor, but legs were still in lift pad connected to lift). Apparently, after lift pad straps were hooked to cradle, prior to lifting pt in lift the strap became dislodged and was not completely hooked on cradle properly and when pt was being transferred strap let go.